Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's right magec rod was allegedly difficult to distract. The physician elected to remove the actuators. And was replaced with a different device.